Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. ¿the pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. The customer did not perform the air removal step properly during the load sequence, and insulin was added to the cartridge outside of the load sequence. Customer¿s blood glucose was 200-400 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.